Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic stack. The insulin pump was unable to perform the self test, unexpected restart error test, operating currents, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test due to blank display. No moisture damage on the motor noted during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner.

Event description:
The customer reported via phone call that the insulin pump was broken. The customer reported that the insulin pump had crack. The customer reported that the insulin pump was dropped and got exposed to water. The customer reported that there was water inside the insulin pump. The customer reported that the insulin pump was alarming. The customer's blood glucose was 96 mg/dl at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.